Event description:
It was reported that the customer received a no delivery alarm on the insulin pump when attempting to bolus. The customer's blood glucose was 585 mg/dl. The customer had not treated his blood glucose yet at the time of the call. Troubleshooting for the no delivery alarm was done. Advised cutsomer to run a manual prime of at least 5 units, and the customer reported that insulin did exit. Explained that the insulin pump was working as designed. Advised that the alarm was caused by a connection issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.